Event description:
According to the reporter, during a laparoscopic anastomosis procedure, there was poor staple formation. Stapler functioned correctly, but when the leak test was done, they found leaks around the staple line in 2 different areas. A medical intervention was needed - they oversewed the staple line in order to fix the issue. There was no patient injury. Patient is home and recovering.